Event description:
The complainant reported that a female patient (age and gender unk) underwent a therapeutic ureteroscopy in 2007. It was reported to bsc that the uromax ultra dilatation catheter would not inflate. When the device was removed outside the body, it was found to be "ruptured". The procedure was completed with another device. The patient did not sustain any complications or adverse effect as a result of this issue. The patient condition is reported as 'good'.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Therefore, a failure analysis is not available at the time of this filing. A lot history search was performed and found no other complaints have been reported from this lot. In addition, the february 2007 15-month complaint trend report was reviewed; an unfavorable trend was noted. There were no reported complaints for this product family in 2006, 7 complaints were reported in 2007 and 8 other complaints (in addition to this complaint) were reported the next month. The number of complaints increasing over 3 consecutive months is identified as an unfavorable trend. Based on the quantity of complaints not exceeding the bsc action limit and the low potential for patient injury, it has been determined that no further action is warranted at this time.